Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead presented to the hospital with inappropriate shocks due to excessive noise with oversensing. The rv lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms, and rv lead fracture was suspected. The rv lead was surgically abandoned and replaced, and the ICD was explanted and replaced. No additional adverse patient effects were reported. This ICD will not be returned for analysis as it was retained by the explanting hospital.